Event description:
It was reported that during an angioplasty procedure through internal arteriovenous fistula of cephalic vein, the pta balloon allegedly ruptured at 28 atm during third inflation. It was further reported that the device and introducer sheath as one unit and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was received for evaluation. During visual evaluation, unraveling and fiber disturbance were noted at the distal tip. Peeled pebax was also noted throughout the balloon. No kinks noted to the catheter shaft, no anomalies to the luers, bifurcate or glue fillets. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from below the distal tip. The balloon fibers were stripped and under microscopic examination, a longitudinal rupture was noted to the balloon. No other functional testing performed. One video was provided and reviewed. The video showed a conquest catheter connected to an inflation syringe. Liquid was noted leaking from the balloon but the exact source of the leak could not be determined. No evidence of balloon rupture and no other specific anomalies were noted. Therefore, the investigation is confirmed for the reported longitudinal balloon rupture as a longitudinal rupture was noted to the balloon under microscopic evaluation of the returned sample, and thus the source of the liquid seen leaking from the balloon from the provided video is determined to be from the longitudinal rupture. The investigation is also confirmed for the identified peeled pebax and unraveled fibers as the balloon was noted to have peeled pebax throughout and unraveling near its distal tip. A definitive root cause for the reported longitudinal balloon rupture, identified peeled pebax and identified unraveled fibers could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 07/2024), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was received for evaluation. During visual evaluation, unraveling and fiber disturbance were noted at the distal tip. Peeled pebax was also noted throughout the balloon. No kinks noted to the catheter shaft, no anomalies to the luers, bifurcate, or glue fillets. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from below the distal tip. The balloon fibers were stripped and under microscopic examination, a longitudinal rupture was noted to the balloon. No other functional testing performed. One video was provided and reviewed. The video shows a conquest catheter connected to an inflation syringe. Liquid is noted to be leaking from the balloon, but the exact source of the leak cannot be determined. No evidence of balloon rupture and no other specific anomalies noted. Therefore, the investigation is confirmed for the reported uncomplicated longitudinal balloon rupture as a longitudinal rupture was noted to the balloon under microscopic evaluation of the returned sample. The investigation is also confirmed for the identified leak as liquid was seen leaking from the balloon based on the provided video. The investigation is also confirmed for the identified peeled pebax and unraveled fibers as the balloon was noted to have peeled pebax throughout and unraveling near its distal tip. A definitive root cause for the reported uncomplicated longitudinal balloon rupture, identified leak, identified peeled pebax and identified unraveled fibers could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 07/2024.

Event description:
It was reported that during an angioplasty procedure, through internal arteriovenous fistula of cephalic vein, the pta balloon allegedly ruptured at 28 atm during third inflation. The procedure was completed using another device. There was no reported patient injury.